Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no visible damage to the platform a review of the platform archive log showed numerous user advisory (ua) 19 (max applied load exceeded) messages on the reported date of (B)(6) 2016. Ua19 message was observed during compression with lrtf (large resuscitation test fixture). The integrated encoder gearbox was replaced to remedy the ua 19 error message. In summary, the customer's reported complaint of autopulse displaying ua 19 was confirmed during archive review and functional testing. The root cause for this error message was a defective integrated encoder gearbox. After replacing the part, the platform was run with lrtf (large resuscitation test fixture, equivalent to 250 pound patient) for approximately 15 minutes without exhibiting any error messages. The autopulse platform passed all final testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returned.

Event description:
It was reported that during training, the autopulse platform (B)(4) displayed users advisory (ua) 19 (max applied load exceeded). The customer attempted to stretch out the lifeband and repositioned the manikin, however the ua 19 would not clear. No patient involved with this event. No additional information was provided.